Event description:
It was reported the subject device presented no image and error b30. The issue occurred during inspection for use (set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. .. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image interference when connecting 190 series endoscopes. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction of electronic con (image interference when connecting 190 series endoscopes.) The socket needs to be replaced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.